Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a substance that clogged the biopsy channel - however, this substance could not be further identified. It was presumed that the event occurred due to reprocessing not being conducted properly. The event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention methods are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when instruments were placed into channel of a evis exera iii colonovideoscope, instruments could not advance forward. Catheter was retracted and then found pink, sticky substance on catheter. The issue was found at the beginning of a colonoscopy with polyp snare and electronic medical record (emr). There was no delay and the procedure was completed with another set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the forceps passage had unusual restriction. In addition, the following findings were noted: control knob play (upward/downward) low angulation; distal end plastic cover had chips and dents, objective lens had a tiny chip around the glue area, bending section cover glue had a crack on the insertion tube side, insertion tube snakiness, control body and scope connector had customer stickers, and the light guide tube had a buckle and wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.